Event description:
Caller reported that the pump battery would not charge while using the tandem-provided usb cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. There was no reported adverse impact to the customer's blood glucose level.